Event description:
Event description cpi received information that this bipolar lead had dislodged. The physician performed an invasive procedure to explant and replace the lead with a screw-in type lead.